Manufacturer narrative:
(B)(4). The customer's device was sent to a third party service agent for evaluation. The third party service agent performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device would intermittently cycle power by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the third party service agent that despite additional testing, the reported issue could not be duplicated or verified. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would intermittently cycle power by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.